Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unsupported install logic board. Performed pm. The probable root cause of the reported issue was due to customer damage of the logic board assembly. A review of the device history record showed the device had a manufacture date of 28apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device largest circuit board needs repair. They need to have their main processor software updated they have version (B)(4). There was no patient involvement.